Manufacturer narrative:
The most probable root causes for the reported condition can be associated, but are not limited to: non-conforming component; poor assembly process; misuse; use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the glue on the probe tip was melted/detached. A backup was available and used.

Event description:
It was reported that the glue on the probe tip was melted/detached. A backup was available and used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.